Event description:
The device was returned due to pneumatic valve actuation failure (valve 6). Upon return, the device started up with double red pump alarm. Log files indicate pneumatic valve actuation failure (valve 6). Valve 6 failure indicates a failure on the negative side of the air compressor. Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge test, unit passed (no error). Rear cover o ring is not seated properly. The air compressor and rear cover o ring will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "red service needed error". Patient harm: unknown. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.